Event description:
Customer reports bulging silicone segment near the top fo the segment (upper fitment). No report of patient harm or medical intervention required. Although requested, no additional patient or event information provided.

Manufacturer narrative:
Manufacturer's report date: july 16, 2014. (B)(4). Unable to determine the cause of the customer's reported bulging silicone segment. The customer stated the set has been discarded and is not available for failure investigation.